Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. At this time, there is no more additional information. No adverse patient effects were reported.